Event description:
Customer stated that results in the device memory are not displayed on the screen correctly. Controls were out of range. A request was made for the return of the device and replacement product was sent.